Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history was completed. No anomalies were detected during device history record review. No non-conformance reports were generated during production. No complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was discovered broken on (B)(6) 2014; it is unknown exact date device broke. Device was not implanted/explanted. A manufacturing evaluation was completed: the device was received in a plastic bag; the screw tip was missing, as claimed by the customer. Apart from that the screw is clean and intact. The content of this complaint was, that the damaged screw (tip was missed) was detected while checking the incoming goods. A device history record check was performed with the result, that no discrepancies could be found. The investigation revealed that due to a handling mistake with the cnc equipment, the complaint item was not manufactured according to the requirements. The most probable root cause was a wrong setting of the cnc- machine. Based on the investigation the complaint is confirmed since the tip is undoubtedly missing. The tip was not manufactured as defined due to a manufacturing mistake. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the damaged implant arrived in (B)(4) warehouse on (B)(6) 2014 damaged. The bone screw was to be already damaged; the tip of the damaged implant is already cut or missing. There was no patient involvement. This report is for 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.